Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. At the incoming inspection for the investigation, omsc checked the subject device. The exterior of the subject device had no abnormality and it could not be duplicated the reported phenomenon. Omsc investigated the subject device with turning on the switch under the low temperature (10 degree c, 30%), the reported phenomenon could be duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. But the exact cause of the reported event could not be conclusively determined. Based upon the investigation result, omsc surmised that the reported phenomenon occurred due to the printed circuit board failure of the subject device. Since the frequency of occurrence was very low and it was duplicated only under a specific environment, the printed circuit board of the subject device might be about to be failure. And since it has no repair records and it have been passed more than 6 years since manufacturing the subject device, the reported phenomenon might have occurred due to the deterioration of the component of the printed circuit board by long-term use. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was blinked and not displayed with the monitor cable for rgb image at the preparation for use. The user tried to change the cables and the monitors connected with the subject device, but the issue could not be solved. There was no report of patient injury associated with this event.